Event description:
A hospital reported via our distributor that one of the heater wire pins inside the heater wire plug of an rt205 adult breathing circuit was bent. No patient consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to the product which is sold in the USA. The returned circuit was visually inspected for bent pins and tested to see if it could be connected to the heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. A visual inspection revealed that one of the heater wire pins was bent. The bend in the pin prevented the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints for this lot number. Conclusion: an improvement was made to the production process to prevent bent pins passing the production test. The lot number shows that this event occurred after the production improvement, suggesting the damage to the pin occurred during transport or during the setup of the equipment by the user. Our monitoring and trending for bent heater wire pins on adult breathing circuits has a rate for the last year.